Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy was unable to be replicated but the expulsor was trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was over infusing by 10.45% during testing. There were no reported adverse events.